Event description:
The account alleged that the head section of his bed will not go down unless he uses CPR. Then the head sections will come back up with the bed unplugged.

Manufacturer narrative:
The account has isolated the issue to the left siderail control board. The repair has not been completed.